Event description:
It was reported that during procedure, the macropace stimulus generator was experiencing high impedance. They were unable to pace and get continuity. No patient complications were reported. The procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
A work order was performed onsite. The generator passed the functional test and will be retained for continued use. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.